Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported an over infusion of heparin. Customer reported a new bag of heparin 25000 u/500 ml was hung at 3:15 pm. When the infusion was checked at 4:15 pm, the bag was almost empty. The programmed infusion rate was 22 ml/hr. There was no report of pt harm or medical intervention. Although requested, no additional event/patient info was provided.